Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10; g3; h1; h2; h3; h4; h6 visual examination of the returned product pictures identified the threaded post and the weld of the slap hammer connection component of the outer body weldment sub assembly are fractured from the outer body. The threaded rod that connects with the t-handle is bent not allowing the t-handle to fully thread along the rod. There are indentation marks, nicks, and scratches present all around the outer body weldment sub assembly. The inner and outer jaw both have wear and nicks to the teeth. The skid pad along with both screws were not returned with the device. No other damage was noted during visual evaluation. This device has an approximate field age of 10 years. Optical images of the slap hammer weld fracture surface did not reveal any clear artifacts that could indicate the failure mode. Generally, due to their altered grain structures, weld fractures often do not exhibit the typical fracture artifacts seen on forged or machined materials. However, it is suspected that the slap hammer weld fractured due to overload. Optical images of the threaded post fracture surface exhibit river lines and hinge artifacts suggesting that it was possibly fractured due to bending overload. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported fracture is unknown however it was identified the device was used with a competitor device; it's unknown if this off label use caused or contributed to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a hip revision, the extremity of a universal stem extractor broke when the surgeon used a slap hammer while attempting to remove a competitor stem. The portion of the extractor where the slap hammer threads in fractured when the surgeon slapped out. No backup extractor was available at the time, and the surgeon proceeded with a bone osteotomy to facilitate removal.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.